Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 29-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 71mm abdominal aortic aneurysm. It was reported the patient presented emergently just over two years later complaining of abdominal pain. It was found the patient had a persistent type ii endoleak that had never been addressed. Both iliac arteries had dilated and the endurant limbs subsequently pulled up into the aneurysm sac resulting in type ib endoleaks. Intervention was performed three days later. The left hypogastric artery was embolized. The left external iliac was extended with a 16x10x124 endurant limb. The physician then extended on the right with a 16x20x124 limb to just above the right hypogastric followed by ballooning with a reliant balloon. The type ib endoleaks were not evident on the post operative angiography. It was reported the aortic neck had dilated but there was no apparent type ia endoleak. As per the physician the cause of the event is the untreated type ii endoleak. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be assessed on the film provided; therefore the cause of the event could not be determined. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Complete recent post-implant CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. It is possible that a persistent type ii endoleak may have led to aneurysm expansion/morphology changes and subsequent dilation of the iliac arteries with concurrent type ib endoleak. It is also likely that the patients tortuous iliac anatomy could have contributed to the occurrence of a type ib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.